Event description:
As reported, during the placement of an optease vena cava filter, the delivery shaft had obvious resistance and the filter could not be pushed continuously. There was resistance/friction experienced while advancing the deployment sheath to the deployment target. Many attempts were made and still failed. The filter was withdrawn from the patient's body together with the sheath. A new optease filter was used to complete the operation successfully, and the patient has no adverse reactions. There was no reported patient injury. The indication for filter insertion was dvt. The size and shape of the vena cava was 25mm. The size was estimated. The thermal indicator had not been activated. There were no acute bends or tortuosity. The device will be returned for evaluation, as multiple attempts were made without success. Product eval analysis: separation of the csi was found during the product eval.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, h1, h2, h3 and h6. As reported, during the placement of an optease vena cava filter, the delivery shaft had obvious resistance and the filter could not be pushed continuously. There was resistance/friction experienced while advancing the deployment sheath to the deployment target. Many attempts were made and still failed. The filter was withdrawn from the patient's body together with the sheath. A new optease filter was used to complete the operation successfully, and the patient has no adverse reactions. There was no reported patient injury. The indication for filter insertion was dvt. The size and shape of the vena cava was 25mm. The size was estimated. The thermal indicator had not been activated. There were no acute bends or tortuosity. The device was returned for analysis. A non-sterile unit of ¿optease retr filter 55¿ was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The parts included on the shipment are the brite tip csi, the obturator, and the vessel dilator. The filter was not returned for analysis. All components were thoroughly inspected observing that the cannula of the brite tip csi is separated in five pieces. The distal section is separated approximately at 40 cm from the distal tip, the proximal section is separated approximately at 6.5 cm from the proximal end. The other 3 pieces have a length of 12mm, 10 mm and 6 cm. The obturator and the vessel dilator do not present any damages or anomalies. Dimensional analysis was performed to verify the correct outer diameter (od) and inner diameter (ID) of the cannula, measures were taken close to the separation edge. Results were verified and found to be within specification. Functional analysis was not performed due to the separation condition and due to the filter not being returned. Sem results showed the separated and torn area of the cannula on the optease retr filter 55 unit presented evidence of elongations on the separated area and scratch mark on the internal surface of the material near the torn condition. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Also, the scratch marks near to the torn area suggest that the unit was torn with a sharp object from the inside of the unit. No other anomalies were observed during the sem analysis. A product history review of lot 18029256 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported event by the customer as ¿filter ¿ impeded¿ was not confirmed since the filter was not returned and the separated condition of the csi. The customer did not report separation of the csi; however, it was returned in 5 separate pieces. The exact cause for the events could not conclusively be determined, however, procedural/handling factors may have contributed to the filter impeded and separated csi. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿if strong resistance is met during any stage of the procedure, discontinue the procedure and determine the cause before proceeding.¿ neither the phr, product analysis, nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18029256 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during the placement of an optease vena cava filter, the delivery shaft had obvious resistance and the filter could not be pushed continuously. There was resistance/friction experienced while advancing the deployment sheath to the deployment target. Many attempts were made and still failed. The filter was withdrawn from the patient's body together with the sheath. A new optease filter was used to complete the operation successfully, and the patient has no adverse reactions. There was no reported patient injury. The indication for filter insertion was dvt. The size and shape of the vena cava was 25mm. The size was estimated. The thermal indicator had not been activated. There were no acute bends or tortuosity. The device will be returned for evaluation, as multiple attempts were made without success. Product eval analysis: separation of the csi was found during the product eval.